Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation as received, the concerto coil returned with the implant coil still attached to the pushwire. The instant detacher used during the event was not returned. The actuator interface was securely attached to the coupler tube. There was no evidence of detachment using an instant detacher at this location. The break indicator was found intact. There is no evidence of a manual detachment perform at this location. The concerto pusher was found bent from the proximal end. The implant coil was found damaged within the introducer sheath. Blood was found within the introducer sheath. The concerto implant coil could not be advanced or retracted out of the introducer sheath as it was found to be stuck. The introducer sheath could not be flushed. The device became damaged and the introducer sheath became accordioned during the attempt to remove the device from the introducer sheath. Detachment testing could not be performed as the implant coil could not be accessed. No other damages or abnormalities were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ was confirmed as the device was returned with the implant coil still attached, however, the cause could not be determined. There was no evidence of detachment attempt using an instant detacher or by manual method by breaking the break indicator. Blood was found within the introducer sheath which could cause the implant coil to become stuck within the introducer sheath. The pushwire was found bent and the implant coil was found damaged within the introducer sheath. Possible causes are patient vessel tortuosity or advancing the device against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician was undergoing embolization procedure in accordance to the IFU but the coil failed to detach. A new medtronic coil was used instead and the procedure was successfully completed. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU.